Event description:
It was reported that the anesthesia system had an oxygen concentration error. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. No o2 concentration errors could be found. A preventive maintenance was completed, functionality checks passed to factory specifications and the unit was cleared for clinical use. The true cause of the reported issue cannot be determined.

Event description:
Manufacturer's reference number: (B)(4).